Event description:
Boston scientific received information that this device recorded varying left ventricular (lv) impedances up to greater than 2,000 ohms. It was noted that the patient was to have a trans esophageal echocardiogram (tee) cardioversion and device check. It was noted that the patient had an atrioventricular (av) node ablation and was paced at 30 when trying to get an intrinsic amplitude measurement, thus no sensing measurements were available. The physician felt that this was not a lead issue, thus the patient will continue to be monitored and the device was programmed lv tip to right ventricular (rv) coil. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.